Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
It needs more goop to go up on my teeth and hold onto them tighter. Both separated from the flat hard piece fairly quickly, two weeks? I do like the way the arch is narrow for smaller mouths.